Event description:
It was reported that the external pulse generator (epg) would not power on. The engineer was able to confirm the complaint and battery depletion was also found. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found battery depletion. (B)(4).